Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot h12g27079 with no issues noted during the manufacturing process. There was an exception noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lots h12h31095, h12i27059, h12j11037, h12j30078, h12k09112, h12l13070, and h13a04047 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. Date of event is unknown.

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for vomiting and low potassium (onset not reported). On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment for all reported events was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).